Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted carriage block replaced due to worn split bu. As found software version 9.33.0.50, as left software version 9.33.0.50. Barrel clamp replaced due to worn shaft. A review of the device history record showed the device had a manufacture date of 26jun2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the carriage assembly - split nut damaged/ worn. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an infusion error. There was no additional information provided and no patient involvement.

Event description:
It was reported that an infusion error by the device occurred. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that an infusion error by the device occurred. There was no additional information provided and no patient involvement.